Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery (rca) with moderate tortuosity and no calcification. After placing a powerturn guide wire, the 2.5 x 28 mm delivery system could not be advanced on the guide wire. The guide wire was exchanged for a powerturn flex, but again the delivery system could not be advanced over the distal end of the guide wire. This guide wire was exchanged for a floppy ii extra support, but for a third time, the delivery system could not be advanced over the distal end of the wire. A new delivery system was attempted and it could be advanced over the floppy ii extra support without problems. It seems to be a problem with the lumen in the delivery system. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. The return device analysis revealed that the delivery system balloon had separated at the proximal seal.

Manufacturer narrative:
(B)(4). The complaint device was returned for analysis. The reported difficulty advancing the device over the guide wire was confirmed. A proximal seal separation and bunched inner-member were noted, which were likely the result of manipulation of the device in attempts to advance over multiple guide wires. Based on the visual, dimensional and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.